Manufacturer narrative:
This is the final report.

Event description:
A report was received that, during a lead revision procedure, the pt's pocket was relocated to a more comfortable position. The pt is reportedly doing well following the procedure.